Manufacturer narrative:
Summarized patient outcomes/complications of trifecta valve were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, prior myocardial infarction, prior coronary artery bypass graft, atrial fibrillation, prior percutaneous coronary intervention, hypertension, diabetes mellitus, prior stroke, peripheral artery disease, carotid stenosis, chronic obstructive pulmonary disease, chronic kidney disease, immunocompromised status, prior pacemaker, aortic stenosis and aortic regurgitation. Some of the complications reported were aortic stenosis, aortic regurgitation, surgical intervention and hospitalization. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article titled " varc-3 defined outcome of valve-in-valve transcatheter aortic valve implantation in stentless compared with stented aortic bioprostheses".

Event description:
The article, "varc-3 defined outcome of valve-in-valve transcatheter aortic valve implantation in stentless compared with stented aortic bioprostheses", was reviewed. The article presented a retrospective, multicenter study that compared patient characteristics, procedural outcomes, and 5-year mortality of patients with stentless (sl) versus stented (st) aortic bioprosthetic valve failure undergoing valve-in-valve (viv) transcatheter aortic valve implantation (tavi). Devices included sorin freedom, shelhigh, (B)(6) toronto, freestyle aortic root, vascutek elan, cryolife homograft, baxter-edwards, medtronic hancock ii, sorin mitroflow, carpentier edwards perimount/perimount magna/perimount magna ease, (B)(6) epic, medtronic hancock, medtronic mosaic, sorin soprano, (B)(6) trifecta, sorin perceval, and (B)(6)bicor. The article concluded that sl and st viv-tavi led to comparable short-term outcomes according to varc-3- defined endpoints and similar mortality rates up to 5 years of follow-up. [(B)(6)]. The time frame of the study was from 2007 to 2022. A total of (B)(4) patients were included in this study, of which (B)(4) initially received an abbott device and (B)(4) received an abbott device for viv procedure. The average age was 79 years and the average gender was male. Comorbidities included coronary artery disease, prior myocardial infarction, prior coronary artery bypass graft, atrial fibrillation, prior percutaneous coronary intervention, hypertension, diabetes mellitus, prior stroke, peripheral artery disease, carotid stenosis, chronic obstructive pulmonary disease, chronic kidney disease, immunocompromised status, prior pacemaker.